Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was found by their child in a "diabetic coma". The cgm was reading 55 mgdl, and the bg meter reading was 20 mgdl. Emergency medical services (ems) was called and once they arrived, the patient's cgm was reading 42 mgdl, and the bg meter was reading 32 mgdl. The patient was treated with "sugar water". After the patient was treated, the patient's sensor was showing a "no reading alert". There was no documentation that the patient was taken to the emergency room (ER). The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a, b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.